Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, and the lot number was unknown. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The home patient (hp) stated that he pressed the go button on the hc cycler to start the initial drain then he realized that he was not yet connected to the hc machine, so he then re-connected and the hc machine alarmed with the se 2240 alarm. The technical service representative (tsr) then assisted the hp to clear alarm, explained the alarm and advised to start over with all new supplies. The hp agreed. During a follow up with the hp regarding the alarm, the hp stated that it was his fault and that the issue was resolved. Per hp, he did not have any injury or harm as a result of this incident. Per hp, he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient began therapy without being connected - use error. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).